Manufacturer narrative:
Additional information: g3, h2, h3. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported communication issue and subsequent delay remain unknown.

Event description:
Related manufacturing reference: 3008452825-2023-00341. During the atrial fibrillation ablation procedure, communication issues resulted in troubleshooting and caused a procedural delay. The catheter was exchanged and the procedure was completed with no adverse consequences to the patient. It was noted that the catheter was not recognized. The cable was exchanged and reconnected, the catheter presets were reloaded, the amplifier and the display workstation were power cycled, and the sheath filter was reset, all with no resolution. The catheter was replaced, but the same issue occurred. The cable was exchanged and reconnected, the catheter presets were reloaded, the amplifier and display workstation were power cycled, and the sheath filter was reset, again with no resolution. The catheter was replaced for a third catheter and the procedure was completed with no adverse consequences to the patient. The catheters were discarded.